Manufacturer narrative:
The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was not returned for technical investigation. The review of the specific device history record (DHR) for the product detailed above verified that the guide wire was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The device was in accordance with the specifications at the time of delivery. Laboratory simulations showed that external environmental conditions which exceed the specified storage conditions (<40c, store in a dry location) might lead to a weakening of the adhesion of the ptfe coating. Galeo products that are kept at the specified storage conditions (<40c, store in a dry location) are functional and non-defective.

Manufacturer narrative:
Update 3/22/16 - corrected the event date. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The review of the specific device history record (DHR) for the product detailed above verified that the guide wire was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The device was in accordance with the specifications at the time of delivery. For technical investigation the affected guide wire was examined under microscopy. No damage of the ptfe coating could be seen. There were no voids or scrapes evident at 20x along the entire coating length. All distal bonds were intact. No product failure could be identified.

Event description:
Ous MDR - during introduction of the balloon over the wire it was noticed the balloon could not pass and the wire coating was peeling off resulting in obstruction of the inner lumen of the balloon. The green wire coating was seen on the gauze outside the patient. This carries the risk of the coating causing an embolism if it was introduced inside the patient and the risk of thrombogenicity of the wire after removal. This is all of the information that was provided to us. Should additional information be obtained, this event will be updated. The guide wire was not returned for analysis.

Manufacturer narrative:
On (B)(6) 2016 - corrected the event date. (B)(6) 2017 - we were notified that the event date was reported incorrectly. The event date has been updated again.

Manufacturer narrative:
(B)(4) 2017 - this device was not returned for analysis, so the conclusion code was corrected as well as the evaluation results. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was not returned for technical investigation. The review of the specific device history record for the product detailed above verified that the guide wire was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. The device was in accordance with the specifications at the time of delivery. Laboratory simulations showed that external environmental conditions which exceed the specified storage conditions (< 40 degrees c, store in a dry location) might lead to a weakening of the adhesion of the ptfe coating. Galeo products that are kept at the specified storage conditions (<40 degrees c, store in a dry location) are functional and not defective.